Event description:
An open posterior fusion surgery was performed on (B)(6) 2013 to stabilize an l1 fracture as the result of a motor vehicle accident. Bilateral pedicle screws were implanted from t12 to l2. On (B)(6) 2013, a mini thoracotomy and partial corpectomy was performed on the l1 vertebral body, during which an expandable vbr device was implanted. The pt was ambulating post-operatively and was complaint with the surgeon's instructions. During a follow-up visit in (B)(6) 2013, radiographs depicted the superior portion of the expandable vbr implant had reduced in height approximately 5mm. The construct remained stable with no consequence or injury to the pt.

Manufacturer narrative:
(B)(4). The affected product has not been explanted. Root cause of the reported event is unk at this time. The pt is reported to have no discomfort or restricted movement and is running. No revision surgery is planned at this time. Should secondary surgery occur and the device be returned for eval, any relevant findings will be reported. MFR records for the lot were reviewed and no non-conformances or deviations were noted that may have caused or contributed to this mode of failure. Serial radiographs were evaluated to confirm the initial report as well as to determine the degree of collapse. The vertebral end plates appear to be intact and no implant subsidence is visible. The torque driver used to tighten the vbr core lock screw was tested and found to be within specification. Labeling review notes the following: "these devices can break when subjected to the increased load associated with delayed union. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant". "Care should be taken to insure that all components are ideally fixated prior to closure".